Manufacturer narrative:
Additional information: d1, d4, d8, g3, g4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6); sigphandle, sig power sigphandle handle (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after firing, the adapter did not allow the reload to straighten. The surgeon was able to remove the adapter and reload out of the port. When the adapter was removed and replaced on the handle, it did not reset. A new adapter was used to complete the case. The adapter was taken off and then put back on again after the surgery, and whilst calibrating, the black part of the adapter broke off the shaft. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired, the jaws were open, staple pushers were partially flush with the cartridge and the distal sutures were released. Functional testing noted that the reload was connected to a representative handle, clamshell, and adapter. The reload was recognized as used. It was then unloaded from the system and loaded into a representative manual handle. The reload was articulated and centered without issue. When the reload was clamped, an abnormal gap was observed between the jaws, indicating that the clamping mechanism had been deformed. The reload was unclamped and then clamped on test media. The interlock was overridden, and the device was cycled. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device was difficult to straighten. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: deformed clamping mechan ism. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device hi story records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.